Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) battery won't charge. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) battery won¿t charge. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Fse troubleshot over phone and confirmed unit was in hybrid mode. No charging light illuminated on trolley. Fse arrived onsite and reset console into trolley, confirmed no charging. Using another console, confirmed charging issue isolated to trolley. Replaced power supply and tested, batteries now charging without issue. Confirmed with customer that batteries fully charged over the weekend without issue. Performed functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer.